Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the top molars do not meet the bottom molar due to a small gap/closed mouth making it difficult to chew. Subsequently, the bite improved, however, the middle tooth on the right is slightly striking the bottom front middle tooth on the right. The misaligned bite/teeth have resulted in a chipped tooth and two front teeth lose. Therefore, the patient consulted with an orthodontist and the examination found the lower anterior teeth #24 and #25 exhibit class I mobility, along with generalized gingival recession. Additionally, tooth #10 shows signs of chipping, likely due to heavy contact from the opposing teeth. The orthodontist has recommended to discontinue the use of byte aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.